Event description:
This case was reported by a physician and described the occurrence of worsening gastric ulcer in a female patient who used corega ultra cream as a denture fixative. Concurrent medical conditions included gastric ulcer. The physician stated that the pt had been using the product for some time and claimed that her stomach ulcer had worsened. The physician was of the opinion that the worsening of the ulcer could not be caused by corega ultra creme but had wanted to confirm this. In follow-up information received in 2005, the pt states that she had an ulcer previously in 1987 (prior to using corega). An examination in 2005 showed no signs of an ulcer. She started to use corega ultra creme approximately 2 months previously and the ulcer appeared 2 weeks ago. At the time of reporting the outcome is unknown. This case was assessed as medically serious by gsk.